Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit shuts off automatically.¿ the unit was triaged and the customer¿s reported condition was confirmed; as soon as the unit powers on it counts down then powers off again, as if the power switch is stuck. Did not observe any lines on the display in the short time the unit is powered on. The unit was opened and inspected. The lcd ribbon cable had some corrosion on it as did its mating connector j6 on pcba. The pump was excessively damaged, so the root cause is categorized as customer misuse. A new lcd and pcba were installed. A new overlay keypad was installed to correct the power on/off issue. No other issues were noted inside the unit. Unit received the most updated software. Unit passed all final tests, inspections and was recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit automatically shuts off. There was no patient involved.